Manufacturer narrative:
The automated impella controller (aic) was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during teaching, a broken automated impella controller (aic) purge disc channel was noted. There was no report of patient involvement.

Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Console logs did not contain any data relevant to this complaint. The console was returned for evaluation. The purge disc retainer was found to be broken (retainer post broken). The root cause of the issue was a broken purge disk retainer. Added d9 device return date corrections to the initial MFR report: d2 updated common device name d4-updated model number e4 should have been no g1 MDR reporting contact email.